Manufacturer narrative:
Qn#(B)(4). The reported complaint was reviewed. However, verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4). This report is for the second in a series of three consecutive product issues with the same patient. The other two events have been reported under MDR #'s: 3006425876-2015-00361 and 3006425876-2015-00363.

Event description:
This event was submitted with limited information by (B)(4). It was reported that during insertion into the left ij the guide wire kinked. Another attempt was made and the cvc was placed.